Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 malfunctioned due to the defective rails. A field service engineer replaced the defective rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in the main drawer 3. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.